Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
To address the patient report of ''felt like gravel in eyes night of surgery''. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1 in both eyes one day post treatment. The topical steroid dosage was increased and oral steroid was prescribed. Account reported that patient was injected, that the dlk was resolving and instructed patient to use pred forte every hour and continue medrol. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of felt like gravel in eyes the night of the surgery.